Event description:
It was reported that post-paced t wave oversensing was observed on the device. No intervention was performed; the device was explanted due to normal battery depletion. The patient was stable and will continue to be monitored. There were no adverse consequences.